Manufacturer narrative:
Evaluation summary: one sample returned for evaluation contained in a plastic bag without its unit packs. Visual examination shows that the unit is contaminated. The returned unit was inflated to as per blueprint using hand held pressure gauge. The returned unit inflation without any issue. The returned unit was leak tested under water and no leakage was noted. The returned unit remained inflated for a four hour period and no leakage was noted. The reported defect could not be detected on the unit returned for evaluation. All of our adult tracheostomy products under go a four hour inflate/deflate test and it is at this stage of the process that any defects are identified and removed from the lot. If the defect reported was present at this stage of the process it would not have gone undetected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the sample is not expected to be returned. Without the actual complaint sample a full investigation cannot be completed therefore we are unable to determine the cause for this specific event. Manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a leaked in a cuff after it was used for past 10 days. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a leaked in a cuff after it was used for past 10 days.